Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4): product unavailable for analysis.

Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, a patient death occurred. The lesion was located in the circumflex artery. The reference vessel diameter was 3mm and the lesion length was 18mm. Pre-procedure was 100% stenosis and post-procedure was 15% stenosis. A 3.0x20mm liberte stent was implanted. An additional procedure was performed in the target lesion, using a non bsc balloon catheter for side branch. The procedure was a technical success. At 28 days post index procedure, the patient experienced a sudden cardiac death. No further information available.